Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all pockets inside the main drawer 4 were not detected on bus. The customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer replaced the pixy module controller board and drawer controller board due to no lights on drawer 4 (full height main). The system functioned as intended after the field service engineer repaired the device.